Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the electrodes on the lead were damaged by shearing force when the dilator was being repositioned. The issue was surgeon-related. No components of the damaged lead remained in the patient. A new lead was then used and the issue was reported as resolved. The damaged lead was discarded by the customer. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.